Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary 1720753: the full lead was returned and analyzed. Electrical testing to determine continuity of the conductor(s) passed. Analysis findings indicated the defib conductor was distorted at electrode end (within 20cm) at 47 centimeters. Primary analysis findings indicated connector pin was bent. Damage at implant noted.

Event description:
It was reported, during an implant procedure, the connector pin was observed to be bent. Consequently, this device was not implanted. No patient complications have been reported as a result of this event.